Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test and unexpected battery out limit alarm noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced battery out limit and failed battery test. The customer's blood glucose reading was 248 mg/dl. The customer stated that he received failed battery test after replacing the batteries. The customer found neither compartment nor spring damaged or corroded. The insulin pump was returned for analysis.